Event description:
Report #2 of 2 for this event. As reported by the legal brief, on an unknown date the patient underwent a right total knee replacement. Subsequently, approximately five (5) years later, the patient alleges experiencing daily pain and discomfort in the right knee which limits activities of daily living and impacts quality of life. Additionally, via legal documentation alleges they have suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to; instability, gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; there is no other patient demographic or medical history available. No surgical or medical intervention was reported. No additional information is available.